Event description:
A 5mm trocar used during (B)(6) 2005 laparoscopic hysterectomy. Continuous abdominal/pelvic pain until exploratory laparoscopy/laparotomy on (B)(6) 2005, at which time a piece of the trocar instrument was identified in the pelvis.